Event description:
The consumer alleges the urethane waterfall armpads are causing a rash on his arms. The consumer is requesting the old style armpads. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. The urethane waterfall arm pads are an accessory used on the arm rests of the wheel chair. The primary feature of the waterfall arm pads is that it cascades down on the inside of the arm rest providing grater comfort to the consumer when leaning into the arm rest. The stability of the consumer is unknown. The pressure exerted on the arm pad by the consumers arm is unknown. It is unknown if moisture between the arm pad and the skin of the consumers arm may be a contributor to the sensitisation in the form of dermatitis, allergic reactions or general skin irritation that may be occurring. The consumer has requested that her newer arm pads be replaced by her older style arm pads.